Manufacturer narrative:
Upon receipt at (B)(4) laboratory, initial returned product testing revealed several issues including lack of sensing, a problem with stored electrograms. X-ray analysis noted an internal component was out of alignment. The device case was opened and the internal components were inspected. Analysis concluded the root cause of the reported observations was a separation of an internal component from the circuit board due to an inadequate connection between the two. Manufacturing enhancements have been implemented.

Event description:
Boston scientific received information that this device was explanted for normal battery depletion. There were no known allegations against the device, and no reports of adverse patient effects.